Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument experienced an unknown issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing out of the ordinary was found. When the physician tried to apply the clip, there was unexpected motion, and the jaws would seem to sway to the side. At one point the clip popped off the clip applier. The clip was retrieved from the patient. A large wek hem-o-lok clip was being used. The customer suspected this was not the first clip applied, it was the second or third.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have one of the housing snaps broken. The broken piece was returned, measuring roughly 0.2346" x 0.0995" in size. The housing snap are located within the proximal end of the instrument and secure the housing to the instrument chassis. Components adjacent to the broken snaps do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.